Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A review of the customer provided image shows that both anchors are not in device. A review of the instructions for use found: read these instructions completely prior to use. Delivery instrumentation is required for proper placement of the implants for optimal surgical result. Do not bend delivery needle. ¿ slide the gold trigger forward to advance the second implant (t2) into the ready position. ¿ it is normal to encounter resistance prior to achieving the ready position. A snap or click will be heard when the trigger is fully advanced, ensuring that the implant is fully seated at the end of the needle. A visual inspection revealed that the device arrived with the blue split cannula, depth indicator and appears to have been actuated. The depth tube has been cut from manufacturer specification. Suture and anchors are not with device. After functional testing and the needle was exposed saw no indications of deformation. A functional evaluation revealed that the device actuated as manufacturer intended although anchors are not with device. The depth tube came on and off with ease and the blue split cannula came on and off without hesitation. A review of risk management files found that the reported failure was documented appropriately. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during meniscus repair, t1 was deployed but t2 fall from needle when deployed. T1 was not removed. No significant delay and a back up was available to complete the procedure. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.